Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via a phone call, the customer just got out of the hospital and the meter wasn't returned with the insulin pump. The doctor stated the customer wasn't taking her blood glucose as it wasn't showing up. Customer just needed assistance with carelink and did not want to provide information regarding the hospitalization. Customer's mother did mention the customer was hospitalized due to unexplained high blood glucose. No further information was given by the customer's mother. No troubleshooting was performed and the device is not returning for analysis.